Event description:
The ECMO circuit had been changed out at 1740 with no apparent problems. A new oxygenator had been inserted at that time. Within approximately 50 minutes there was blood noted coming from the gas outlet port. This showed a blood leak which could have turned into an emergency if it had clotted off or allowed air into the arterial side of the circuit. In order to correct the problem, the patient had to be taken off of the ECMO circuit during which time his blood pressure dropped and fluid boluses had to be given in response. The patient does not appear to have been harmed as a result of this event.